Event description:
It was reported that a caregiver contacted support for assistance with an infusion set supply change and to confirm cgm connectivity to the ilet, while the dexcom g6 was providing readings; the user runs on carbohydrate announcement with fiasp, supplies were changed, and blood glucose was slightly elevated at 187 mg/dl. Symptoms included hyperglycemia without severe features. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included product use troubleshooting, education on supply change and cgm pairing verification, and confirmation of ongoing cgm data to the ilet. Investigation of this case revealed no device malfunction or alarm condition and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.